Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a trial femoral head 36 s/+0 was found cracked in its peg. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
G3, h2, h3, and h6: it was reported that, a trial femoral head 36 s/+0 was found cracked in its peg. This was noticed during an inspection. The device, used in treatment, was not returned for investigation. Thus, the relationship between the reported event and the device cannot be confirmed. Since the batch number of the device was not communicated, it cannot be determined whether specifications were met at the time of manufacturing. A complaint history review showed further complaints, however, these are in line with current risk management files. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
H3, h6: it was reported that the device, a trial femoral head 36 +0 (75100856) was found cracked on one of its flaps. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. One flap is cracked. Apart from that, the device shows heavy signs of use such as dents and scratches on the outer surface. Based on the performed complaint history review, one additional complaint was detected for the batch in question. The production documentation was reviewed, there were no deviations found. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Review of past corrective actions was performed. No further escalation is required. The performance of the device is within the risks that are anticipated in the risk management documentation of the product. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a cracked flap can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues. The returned device will be discarded.